Manufacturer narrative:
Sections with additional information as of 04-mar-2024: h6: updated FDA¿s type, findings and conclusions codes. H10: pen needles were returned - customer returned used pen needles; unable to be shipped to manufacturer; returned product scrapped. Internal evaluation was performed by the manufacturer using pen needles from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer reporting needle stick. Pen needle was returned - received one used pen needle without the protective cap; unable to be shipped to the manufacturer due to needle exposed. Note: manufacturer contacted customer in a follow-up call on 20-oct-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported that she had stuck herself with the needle of one of the true plus pen needles when she had inserted her hand into the pen needle package. Customer stated that the pen needle did not have "the paper on the bottom"; customer stated that was the only pen needle in the package that had that issue. Customer has been using the product for several months. At the time of the call the customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported.